Event description:
Healthcare professional reports results higher than reference with the protime microcoagulation system. Protime generated 5.7 inr. Repeat test generated 1.8 inr. Therapeutic range is 2.0 - 3.0 inr. No adverse event (s) reported. This event occurred outside of the united states during the course of a pharmaceutical clinical study. Unable to confirm if pt was on warfarin or taking the study drug.

Manufacturer narrative:
(B)(4). Cuvette lot # was not provided. Method - actual device not evaluated. Process eval performed. No ncmrs identified for this instrument. Itc has requested all data required for form 3500a.